Event description:
It was reported that the patient heard audible alert tones. It was also reported that the lead integrity alert triggered due to the right ventricular (rv) lead had oversensing, noise, suspected lead fracture, varying impedance and impedance spikes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed varying resistance/impedance. The weekly pace lead impedance trend data show varying spike increases for maximum rv pace= 384 to 544 ohms peak between (B)(6) 2011 and (B)(6) 2012. There was interference/noise, ventricular short interval count v-sic=56.4 counts average/day, in 32.57 days, between (B)(6) 2012 and (B)(6) 2012. There was oversensing, 15 - ventricular nst<=210 ms on (B)(6) 2012 in the timeframe between 07:03:15 and 10:16:47, 1 - vf=210 ms average v-cycle on (B)(6) 2008, lead integrity alert triggered, programmer data shows 2 - lead integrity alert on (B)(6) 2012 and (B)(6) 2012, 2 - patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012 and (B)(6) 2012.